Event description:
It was reported that this patient's communicator showed a flashing red call doctor icon (rcd). A boston scientific company representative performed troubleshooting with the communicator connection, and the issue was resolved. Upon interrogation of this pacemaker in clinic, it was found that there was a lead safety switch (lss) to unipolar configuration due to right ventricular (rv) lead pacing impedance being high out-of-range. The rv pacing impedance had been gradually rising over the course of a year. When ts reviewed the presenting electrogram (egm), it was found that there were stored ventricular episodes due to oversensing of noise while in unipolar configuration. No adverse patient effects were reported. This pacemaker remains in service.